Event description:
The customer reported that because her meter hasn't been functioning for a week, she wasn't taking insulin. She stated that she was diagnosed with severe hyperglycemia and treated at a health care facility with "5 units of humulin and 75 units of lantus".

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is completed.